Manufacturer narrative:
Date of event: not provided.

Event description:
On (B)(6) 2014, the lay user/patient in the USA contacted lifescan to an issue testing with the onetouch ultra2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2014, the patient had an issue with testing his blood glucose level with the reported meter. Troubleshooting revealed the patient was attempting to test while in the meter¿s memory mode. The patient took the action of consuming more food and/or drink. A few days after the meter issue began, the patient experienced the symptom of shaking; he did not seek any medical attention or treatment. The patient takes no medications to manage his diabetes. The issue was resolved with patient education. There was no evidence the meter was not functioning appropriately. The patient¿s testing technique was incorrect by attempting to test his blood glucose level while in the memory mode of the reported meter. However, as the patient suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, this complaint is being reported.